Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation at the shaft/collar area, tip damage (flattened), numerous kinks in the distal shaft and numerous kinks in the hypotube. Inspection of the rest of the device found no damage, or defect with the returned device.

Event description:
Reportable based on device analysis completed on 22sep2020. It was reported that the guidezilla became kinked. The totally occluded target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, when advancing the device, it was noted that the device became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a partial separation at the shaft/collar area.